Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 05/24/2013. The strip lot #d160503-1 was manufactured on 05/03/2016 and expired in 05/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of lot #d160503-1, the control solution tests for level low were 54/56 mg/dl; for level high were 228/227 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user initially sought medical attention on (B)(6) 2017 at 4:00 pm for blood pressure related issues. The end user was unable to walk, breathe or stand. During the time of the medical event her blood glucose reading was 276 mg/dl. She originally visited the ER because she felt her blood pressure was too low due to consuming more than the required dosage of medication. Upon arrival at the ER her blood glucose reading was 476 mg/dl. No information was provided in regards to treatment provided with stabilizing her blood glucose. The end user was discharged after 3 days in the hospital and was instructed to follow-up with her pcp and continue taking her insulin as prescribed. No further details were provided.

Manufacturer narrative:
Suspected meter and strips were returned and evaluated by ok biotech and calculated that the meter and strips were operated within specifications. We tested the standby current of the meter, the result was 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d160503-1). The control solution tests for level low were 58/55 mg/dl, for level high were 233/236 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips from our warehouse (same strip lot as returned strip, lot#:d160503-1). The control solution tests for level low were 63/55 mg/dl; for level high were 239/233 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00035 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 05/03//2017 and an investigation results of the suspect devices were completed by ok biotech.